Event description:
Further information was received indicating the right ventricular (rv) and atrial leads were explanted and replaced. During the replacement procedure, external insulation damage was observed on both leads near the distal end close to the pocket.

Manufacturer narrative:
The reported event of noise was confirmed. The distal portion of the lead was returned in one pieces. Visual examination of the lead found an external abrasion breaching the outer insulation exposing the outer coil due to friction the device can at the proximal region.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise was observed on the right ventricular (rv) and atrial channels. The noise was reproduced during provocative testing. Lead damage was suspected on both leads but not confirmed via x-ray. The rv sensing was reprogrammed to avoid pacing inhibition due to noise. Lead replacement is anticipated. The patient was stable. Related manufacturer reference number: 2017865-2017-31681.